Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 8atm (first), 12atm (second) and 12atm (third) accordingly. However, the balloon ruptured upon fourth inflation at 12atm within 10 seconds and a damage on the distal side of the blade was noted. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were noted, and patient was good post procedure.